Event description:
It was reported that a doctor did bilateral enhancements on a patient with synergy intraocular lenses (iols) to bring their vision into optimal focus. There was no adverse events; however, the patient remained with visual issues of blurry, uncomfortable, and being treated for dryness. It was further learned that the suspect iol for the left eye (os) was explanted more than 6 months post implant date due to blurry vision. Vitrectomy was also performed. Suspect lens was replaced with a 20.5 diopter power non johnson and johnson iol. Patient was noted to be doing okay. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: may 23, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause blurry vision or visual issues. Based on the return condition of the lens, no further product evaluation could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.